Event description:
The caller reported that the t:slim x2 pump battery was not charging, and a power source alert appeared in the pump's history. There was no adverse impact to the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.